Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the representative from (B)(6) school says the lift was working inconsistently. Wiggling the cord form the remote to the battery would make it raise. Once it got to it's highest point, it would come back down on its own. MDR filed.